Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it has been communicated via email that there is no relevant supporting clinical information available at this time, and the patient has recovered. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to osteolysis. All implants were exchanged to legion products.